Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to duplicate the reported error 25741 and replaced the universal surgical manipulator (usm) 1 to resolve error 25741 issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and it was found that the spar toggle area has heavy signs of fluid intrusion. The reported error was replicated when the usm was installed on a test system. The complaint was confirmed based on investigation results, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that the fluid intrusion on the spar toggle is the root cause of the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, there was an error on arm 1. The 25741 error pointed to the patient clearance adjustment switch. Customer tried toggling the switch up and down and recovered the fault but it returned. The customer power cycled the system and hard power cycled the patient side cart (psc) with no change. The error returned, however, it would allow for disabling the arm. Once disabled, the system started in a 3 arm configuration. Technical support engineer (tse) asked if they could swap out the robot carts for another dv5 system. Tse verified that the other system was at the same system software level. Customer proceeded with swapping out the patient cart as they needed all 4 arms for the procedure. The procedure was aborted to another dv system with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: it was confirmed that the ports were not yet placed on the patient and there was no patient harm.